Manufacturer narrative:
The investigation determined that lower than expected vitros tsh results were obtained from five api proficiency samples tested using vitros tsh reagent on a vitros 5600 system. The assignable cause for the lower than expected vitros tsh results could not be determined with the information provided by the customer. The possibility that an unexpected vitros tsh reagent or vitros 5600 system performance, or inappropriate pre-analytical sample handling had contributed to the results could not be ruled out.

Event description:
The customer reported lower than expected vitros tsh results were obtained from five samples tested from the most recent api proficiency event using vitros tsh reagent on a vitros 5600 system. Api sample thy-06 result: 2.51 miu/l vs expected 3.951 miu/l. Api sample thy-07 result: 13.7 miu/l vs expected 21.4 miu/l. Api sample thy-08 result: 4.82 miu/l vs expected 7.766 miu/l. Api sample thy-09 result: 0.11 miu/l vs expected 0.182 miu/l. Api sample thy-10 result: 1.32 miu/l vs expected 2.043 miu/l. Biased patient results of the direction and magnitude observed may lead to inappropriate physician action. The customer did not indicate that any unexpected vitros tsh results were obtained for patient samples, however the investigation cannot rule out that patient samples were, or would not be affected, if the events were to continue undetected. There have been no allegations of patient harm made as a result of the events. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).